Manufacturer narrative:
H3 analysis: the device reported was not returned for analysis. However 27 punches from the same lot were returned and evaluated. Results of the analysis show that no metal filings were visible at any time during the evaluation. As the reported event was not able to be reproduced, no conclusion can be drawn.

Event description:
A piece of metal filing was left on the aorta after use of an aortic punch. The surgeon was able to remove the filing from the aorta. No adverse affects to the pt was reported. The device was not returned for eval however products from the same lot number were returned for analysis on 10/7/96.